Manufacturer narrative:
The device in question was not returned to mmdg for evaluation, and we are unable to fully verify the complaint. During a follow-up conversation with the complainant, however, mmdg learned that the technician preparing the device for use failed to follow proper priming procedures as outlined in the device's directions for use. The information received leads mmdg to conclude that use error was a major factor in the event as described by the initial reporter.

Event description:
The initial reporter stated: "when using the curlin 0.2 micron tubing, air tends to remain in the filter, and it gets pushed into the distal line, causing pump alarms with down occlusion. Tested multiple sets of the .2 micron filter. All sets have same problem and require extensive manipulation to remove air from filter and push through distal line. Patient was required to prime the air out of the set. No delay in therapy." During a follow-up conversation, mmdg's clinical team learned that the provider had failed to follow proper priming procedures as outlined in the administration set's labeling. The directions for use for curlin administration sets state that the filter should be kept in a vertical position and filled completely during priming. The pharmacy tech, however, would fill one side of the filter first and then invert the filter in attempt to remove the air while flipping it with a finger. The act of flipping an air filter over creates a situation in which it is possible for air to escape the filter and enter the distal line. As stated above, the event described occurred during priming. The set was not attached to a patient, and the patient did not experience any adverse effects as a result of the event. (B)(4).